Event description:
It was reported that the pt experienced a shocking or jolting sensation. When the pt as washing the window, he felt a jolt that went from his belly to his feet. It was like someone turned his stimulation off and then on. Afterward, he could hardly move his legs. It was also noted that the pt experienced a difference in program 1 voltage and program 2. Program 1 was 1.5 volts and program 2 was 2.7 volts. The pt felt like the one program is much higher than usual. The symptoms started about three months ago. The pt's status was reported to be fair. On (B)(6), 2010, the device was reprogrammed. After reprogramming, as the pt was leaving the appointment, pulling out of a parking spot, the pt got a surge in stimulation. The pt got out of the car and adjusted the stimulation. The pt's status was reported to be good. The next day, the pt continued to report a surging sensation. No treatment or outcome was reported.

Manufacturer narrative:
(B)(4).